Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: " undesirable shortening of limb. "

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(4) 2013. Subsequently, the patient was revised on (B)(4) 2014 due to leg length discrepancy. During the procedure, the surgeon had to cut a hole in the femur to get the stem out. The stem, head and liner were removed and replaced.